Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to a worn polyethylene liner and infection. The infection was not device related as it was 24 years post-operative. All devices were removed and cement spacers were placed.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.